Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the system did not start up correctly, and the large screen was blank, and they were unable to choose a patient from the work list. The system logfile was checked and troubleshooting found that the flexvision for flexviewing pc was not booting. To resolve the reported issue, the fse replaced the flexviewing pc, and performed all relevant testing. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not fully boot, and the flexvision monitor was black. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.